Event description:
It was reported that the follow day after implant, interrogation showed no capture and no sensing on the right atrium leadless pacemaker (ralp). A chest x-ray was performed and revealed that the ralp was dislodged and no longer in the right atrium; the device was found in the right iliac vein. No changes or interventions were reported. The patient condition was stable.